Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 6945 implantable tachy lead implanted: (B)(6) 2003, 5076 implantable pacing lead implanted: (B)(6) 2010, 4195 implantable pacing lead implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient was shopping when the patient felt lightheaded, lost vision and passed out. CPR was initiated and the patient spontaneously awoke and was taken to the emergency room (ER). Lab results showed low potassium levels. It was noted anti-tachycardia pacing therapy was delivered but did not terminate the ventricular tachycardia (vt). The vt fell below the implantable cardioverter defibrillator (ICD) detection rate and the vt terminated spontaneously, no shocks delivered. The device was reprogrammed. The patient was enrolled in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.